Event description:
It was reported that the latch assembly was missing from the device, not allowing the device to power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the latch assembly was missing, not allowing the device to power on. The customer received a replacement device.